Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® cpt¿ nc: 0.45 ml ficoll¿: 1.0ml, incorrect results were received wtth 32 tubes as a result of poor barrier separation. No adverse impact was reported regarding the patient or user.